Manufacturer narrative:
The patient date of birth and date of initial surgery was not reported. (B)(4). This report is filed july 1, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling at the implant site and was subsequently treated with antibiotics (type, date and duration not reported). The symptoms have reportedly resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site which subsequently healed following antibiotic treatment. (B)(6). (B)(4). Implanted device remains.